Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard pnk 20ga x 1.16in the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: needle failed to retract after cannulation even after removed from patient.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photographs provided for evaluation. Bd received two photos of a 20ga x 1.16in. Insyte autoguard unit which displayed a partial retraction failure. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. The photo provided for this incident did not present sufficient evidence to establish a definite root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd insyte autoguard pnk 20ga x 1.16in the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: needle failed to retract after cannulation even after removed from patient.